Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on cgm graph and was 590 mg/dl on the glucometer. Elevated blood glucose was addressed with a bolus from the pump and a manual insulin injection. Customer went to the ER for "high" bg, had blood drawn and was tested for ketones, and received insulin and saline intravenously before being admitted to the hospital with diabetic ketoacidosis on (B)(6) 2021. Customer's blood glucose was 475 mg/dl upon admittance. Customer was treated intravenously with saline, insulin, and dextrose and orally with potassium. Customer was released two days later with the issue resolved and no permanent damage. Tandem technical support performed a system check with the caller and determined the pump is now functioning as intended.